Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2017, the patient experienced an adverse event. Date of issue is an approximation. The patient¿s mother stated they were on vacation in (B)(6) and were experiencing issues with (B)(6) /cellular data connection. It was indicated that the patient¿s mother and the patient lost signal on their mobile devices in the middle of the night and the patient had a hypoglycemic seizure. The patient¿s mother administered the patient with glucagon and alerted the staff and called the paramedics. The paramedics transported the patient to the hospital where she was given intravenous (IV) therapy of dextrose. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was provided for investigation. No product was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.